Event description:
The asp-can-4t fat collection cannister imploded/ cracked during use.

Manufacturer narrative:
Due indications of the device imploding/ cracking during use, the occurrence was determined to be reportable to the FDA. There were no injuries reported resulting from the occurrence.